Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband's insulin pump had a beep anomaly; upon review of the alarm history it turned out that the beep anomaly was actually a no delivery alarm. The patient's blood glucose was in the 300 mg/dl range during the no delivery alarm, and his blood glucose increased to as high as 477 mg/dl. The customer changed his infusion set and reservoir three different times but the no delivery alarms persisted. The wife stated that her husband usually receives the alarms when his infusion set cannulas get bent. A self test was performed on the insulin pump and the device passed. The wife was then advised on proper infusion set insertion and usage protocol. The insulin pump was not returned or replaced.